Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making an investigation not possible and unable to determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that during use of the bd solomed¿ syringe at the time of application to the patient, the medication leaked out. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: customer informs in telephone contact that it is difficult to aspire medications using the syringe of this lot. In one case, she was able to perform the aspiration with great difficulty, but at the time of application to the patient, the medication leaked out. The consumer informs that she certifies that the needle is properly connected to the syringe before aspiration.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd solomed¿ syringe at the time of application to the patient, the medication leaked out. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: customer informs in telephone contact that it is difficult to aspire medications using the syringe of this lot. In one case, she was able to perform the aspiration with great difficulty, but at the time of application to the patient, the medication leaked out. The consumer informs that she certifies that the needle is properly connected to the syringe before aspiration.